Event description:
The pt called alleging that the meter was sent to the incorrect unit of measurement. Since april, they noticed that their readings were high. They contacted the nurse for phone advice. The pt used to take "30 units of mix 30 innolet in the morning, and 34 units of the same at tea-time (evening meal). This has been increased to 50 and 54 units respectively". The pt has been feeling very tired all the time. Customer service assisted the pt in setting the meter back to mmol/l and sent the pt a replacement meter. The pt does not recall recently going into the meter settings or changing the units of measurement.